Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. Upon investigation the battery charger was unable to power on and recharge a battery pack. The cause for the failure to recognize a battery pack was contamination on the battery pca. The cause for the inability to power up was a defective power supply brick. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply brick could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a patient's modem/battery charger and reported that it was unable to charge a battery pack.